Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-11668. The patient had two leads from the same lot. It was reported the patient's scs system was explanted per the surgeon's request to perform an unspecified, add'l surgery. The ipg was the only returned device. The date of explant is unk.